Event description:
Customer reports to have received a no delivery alarm even after several infusion set changes. Customer's blood glucose is unknown. Customer declined troubleshooting and states he does not have product information such as referrence or lot numbers. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)